Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the rate/sense and shock channel, and intermittently on the atrial channel. The oversensing resulted in pacing inhibition; however, the patient was not symptomatic. All lead measurements were normal and the noise could not be reproduced. Electromagnetic interference is suspected.

Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the rate/sense and shock channel, and intermittently on the atrial channel. The oversensing resulted in pacing inhibition; however, the patient was not symptomatic. All lead measurements were normal and the noise could not be reproduced. Electromagnetic interference is suspected.

Manufacturer narrative:
The device was explanted and a new device was implanted. The device has not been returned. The event will be reopened if additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.